Event description:
Ous MDR - after an implantation period of about 46 months, an impedance > 3000 ohm was reported. No adverse patient side effects have been reported. The lead was capped and remained in-situ, the ICD was explanted.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 46 months and 21 charging cycles were recorded to the ICD's memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The memory content of the device was inspected. During the analysis of the available iegm's noise was observed in the rv channel, thereby confirming the clinical observation. Furthermore a rise of the ventricular pacing impedance to >3000 ohm on (B)(6) 2013 was noted. Therefore, a sensing test as well as a test of the impedance measurement functions was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. The test of the impedance measurement function was normal and as expected. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The ICD proved to be fully functional. There was no indication of a material or manufacturing problem.